Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of intermittent capture could not be confirmed. Electrical testing performed resulted in normal lead characteristics. No electrical anomalies or internal shorts were found across the coils or conductors.

Event description:
It was reported that intermittent capture was noted on the rv lead. The lead was explanted and replaced.